Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient.

Event description:
A patient reported she bent over to light her heater and heard a pop. The patient stated since then she was experiencing a sharp shooting pain in her buttock region above her butt crack since (B)(6). The patient noted she had called the healthcare professional's (hcp) office. The patient stated she no longer feels stimulation since (B)(6). The patient noted they were getting symptom control. The patient was able to connect with the patient programmer (pp) and the stimulation was on program 1 at 0.6 v. Trouble shooting walked the patient through increasing stimulation to 1.1 v and the patient did not feel stimulation. The patient had reached the upper limit. The patient stated the hcp told her not to change programs. The patient was going to follow up with their hcp. Additional information from a hcp reported for trouble that was related to the sharp shooting pain in the buttock region and the lack of stimulation a diagnostic interrogation was performed on the interstim generator. The hcp stated they had created a new program to resolve the sharp shooting pain in buttock region and lack of stimulation. The patient stated that the cause of the sharp shooting pain in the buttock and lack of stimulation was the dermabind wound closure solution pulling on the skin. Additional information from the patient reported the steps taken to resolve the pain in the buttock region and lack of stimulation was they called customer support, who helped them, told them to shut the machine off. The patient called their doctor back, they went to the doctor&#62688;office. The patient stated they reprogrammed it, they also went for follow up appointment. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.